Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a repeated recoverable 32101 fault. The technical support engineer (tse) viewed and confirmed multiple 32101 errors pointing to the right cart drive motor or acp2. The clinical territory associate (cta) stated that the site encountered this, but the patient side cart (psc) was in a position where they were able to disable and complete the case. The tse walked the cta through a hard power cycle on the psc, but the error immediately returned. The tse had the cta place the cart drive in manual and recover the fault, but the error persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically after adjusting the boom and redocking with the repeated recoverable faults unresolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue. The fse replaced the cfg,acp to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The cfg,acp was analyzed and the 32101 error was replicated when connected to a test system. The complaint regarding the 32101 errors was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure of the cfg,acp. This complaint is being reported based on the following conclusion: the customer encountered repeated recoverable faults after the start of the procedure. An isi field service engineer (fse) followed up and confirmed the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.